Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection and one bag of cloudy "drains". The cause was not reported. It was reported the patient presented to the hospital for a "check up"; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (dose, duration and frequency not reported) for the event. At the time of this report, the patient outcome was reported as "feels great, all was clear" and they are "fine now". Action taken with pd therapy was not reported. No additional information is available.